Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery to the popliteal artery via an ipsilateral approach, the tip of the guidewire lumen allegedly crushed and got stuck with the sheath. It was further reported that the device and the sheath were removed together as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 pta dilatation catheter was returned for evaluation. Bunching of the inner guide wire lumen near to the balloon distal tip was noted, and kinking was also noted during the visual evaluation of the returned device. No functional testing was performed due to the nature of the complaint. Therefore, the investigation was confirmed for the reported difficulty in removing the catheter from the sheath as bunching of inner guide wire lumen near to the balloon distal tip during the visual evaluation. The investigation was also confirmed for the reported deformation issue as the inner guide wire lumen was noted to be bunched and kinked. During the visual evaluation it was noted that inner guide wire lumen bunched near the distal tip of the balloon which might caused the removal failure of catheter from the introducer sheath. However the definitive root cause for the reported difficulty in removing the catheter from the sheath and reported deformation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 03/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery to the popliteal artery via an ipsilateral approach, the tip of the guidewire lumen allegedly crushed and got stuck with the sheath. It was further reported that the device and the sheath were removed together as one unit. There was no reported patient injury.